Event description:
The hosp maintenance engineer called and reported that the caster tube on the base frame of this bed collapsed. He stated that there was a 400lb pt on the bed and while the bed was being moved down the hallway, the caster tube collapsed. He stated that there was no injury to the pt, but there was an alleged injury to the caregiver pushing the bed. He did not know the nature of the injury.

Manufacturer narrative:
A hill-rom field tech investigated and found that the metal had torn by the brake steer caster causing the left foot end of the bed to move downward. He stated that hosp declined to release any details about the staff member with the alleged injury. The hill-rom tech replaced the lower base frame to repair the bed.